Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mesh fixation, the shaft bent after the first two firings and the surgeon was not able to fire the device further. While removing the device from the trocar, the shaft became stuck in the trocar and the shaft was cut to remove it. Additionally, the tacks fired normally but did not penetrate tissue and did not hold correctly onto the tissue and tacks disengaged into the patient cavity and were retrieved using graspers. There was no patient injury.